Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There was no patient/user injury. A back-up device was used and the procedure was completed successfully.